Event description:
Clinical study. It was reported that post a carotid artery stenting treatment procedure, the pt experienced restenosis. The 75% stenosed target lesion being treated was 4mm in vessel diameter and 25mm long portion of the right internal carotid artery. The lesion was treated with the placement of a filterwire ex and a 4.9x30mm nexstent. Following post dilation, the residual stenosis was 25%. The nih stroke scale performed one day post initial procedure was 0. The procedure was completed with this device. Pt condition revealed pt was discharged the next day. About 395 days post index procedure revealed a 50-79% restenosis of the target lesion. No additional info was available.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.